Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v008796, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# njd132280n, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and was unable to communicate with her programmer. The patient went to her healthcare provider (hcp) ¿last friday¿ and they determined that the implant was depleted and two leads were ¿bad.¿ the patient mentioned that the leads were ¿bad¿ since (B)(6) 2013. The patient noted that she only had this implant for two years and had her old one for five years. The patient was scheduled for a replacement on (B)(6) 2013. The patient also stated that she started to have seizures six years ago and she fell on concrete floors and felt it could have ¿messed up the implant.¿ the patient last fell the day prior to the report. Additional information was requested, but was not available as of the date of this report.